Manufacturer narrative:
Reason for reoperation is not applicable as device was not implanted. Visual analysis of the returned device identified; device appearance (a wet plastic was observed, and the outer box is dye brown). However, a further investigation will be requested to analyze this case. Based on the device analysis the final assessment is a wet plastic was observed, and the outer box is dye brown.

Event description:
Healthcare professional reported "plastic seems wet, and something brownish is on the inside as well." Device was not implanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with the work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Review of all complaints for the period of apr 2017 through mar 2019 related with mfg date and found no adverse trend in the event rate with respect to the reported event. According to the device analysis performed in the laboratory, the reported event of ¿plastic seems wet and something brownish is on the inside¿ was identified. An investigation was realized, the root cause of the event couldn't be determine, however, I was confirmed that each unit are inspected several times. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with shrink wrap damage (wet plastic and brown stain) will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "plastic seems wet, and something brownish is on the inside as well." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "plastic seems wet, and something brownish is on the inside as well". Device was not implanted.